Event description:
During a routine follow-up, the nurse rec'd a device parameter error, with an associated ram map. On looking further into the report, it was noticed that the real-time device status showed the messages "device reset detected since last programming," and "crystal status: crystal not running" appeared. Additionally, the diagnostic report showed erroneous values for shock voltages. Based on these error messages, crystal problem was suspected and the decision was made to explant the ICD.